Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, users were unable to retrieve medications from the refrigerator, as it displayed the message to recover storage space, and require maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that users were unable to retrieve medications from the refrigerator, as it displayed the message to recover storage space, and require maintenance. A field service engineer replaced the remote manager latch and wire harness. The system functioned as intended after the field service engineer repaired the device. D4 & h4: UDI and manufacturer date not available.